Event description:
Boston scientific extractor pro rx retrieval balloon catheter bent when passing catheter through biopsy channel of duodenoscope. This made use of the device very difficult and another like device was utilized for completion of the procedure. Reason for use: ercp.